Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had dark and blurry image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported dent on the scope body was confirmed, and the reported dark and blurry image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope body has an indentation, and the light guide bundle is interrupted, weakened, and worn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope body has dents and an indentation, which is caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.